Event description:
Subsequent information indicates that this patient underwent a competitor's lead revision due to large variabilty in pacing impedances. This device was subsequently explanted during that revision procedure.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise on the shock electrogram. Technical services (ts) discussed potential causes of noise. Additionally, there were daily measurements that revealed that the atrial lead was exhibiting intermittent high impedances measuring greater than 2,000 ohms. There was no evidence of noise on the stored electrograms. Lastly, it was reported that there were large deflections on the shock electrogram coincident with atrial sensing and atrial pacing. Ts recommended evaluating the patient's surface electrogram. The patient was to be brought into the clinic and evaluated in the near future.